Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was programmed and monitored using the 12 hour set up for 2 days. No time change from 12 hour set up to 24 hour set up noted. No time/clock anomaly noted. The device had cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he has been having low blood glucose. Earlier his blood glucose dropped really fast to 40 mg/dl. He treated with orange juice. He has been having low blood glucose for the last couple of weeks. In troubleshooting, it was found that the time was incorrect on customer's insulin pump he was assisted with setting the correct time. Customer's daughter had previously changed the basal settings because she thought the lows were caused by too much insulin. Customer is seeing his doctor soon and he will have his settings reviewed and adjusted. Customer also mentioned a crack on the battery compartment. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose at the end of the call had risen to 126 mg/dl. Nothing further reported.